Event description:
A report was received stating that a key on the ventilator graphic unser interface keyboard was stuck and unresponsive. There was no patient involved at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found the ventilator keypad to have a short. The keypad was replaced to resolve the issue. (B)(4).